Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Touch screen not responding to correct finger commands even after performing touch screen calibration and replaced the defective touchscreen and successfully performed touch screen calibration to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. There was no patient involvement.